Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was not working and alarms on screen previously appeared. There was no patient harm reported.

Manufacturer narrative:
E1 - event site name - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.